Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report several small air bubbles in the tubing and a bent sensor cannula. The customer's blood glucose level was 97 mg/dl. The customer's infusion set and reservoir were replaced, however nothing was returned for analysis.